Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure in 2008 and on (B)(6) 2011, and that mesh and an unknown pelvic mesh product was implanted into the patient. It is unclear on which dates which mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time. Updated information received on (B)(4) 2013: in 2008: patient underwent implantation of mesh by (B)(6), md

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted on (B)(6) 2008. It was reported that following insertion patient experienced pain and dyspareunia. It was reported that patient underwent double fill cystoscopy on (B)(6) 2009 to treat interstitial cystitis. No additional information was provided.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.